Event description:
It was reported that the user experienced a rapid glucose drop after announcing two late-night meals and using meal announcements as correction when glucose was high, with blood glucose decreasing from approximately 400 mg/dl to 40 mg/dl within two hours; the event was managed at home with oral glucose and juice administered multiple times, and the user sought troubleshooting and education as well as a discussion about potential settings or a factory reset. Symptoms included hypoglycemia. Outcomes included a low-glucose event and no lasting health consequences reported. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to procedure or method and the device user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.